Event description:
The facility rep reported a fail code 570 during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp representative stated that there were not reports of pt injury or medical intervention.